Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No updated information.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.